Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/05/2014. (B)(4).

Event description:
A nurse is reporting the unit is not getting enough vacuum during the irrigation/aspiration portion of a cataract extraction with intraocular lens implant procedure. The surgery was completed using an alternate system with no harm to the patient.